Manufacturer narrative:
Concomitant medical products: product ID: a2dr01, product type: ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. Trouble shooting was performed and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.